Manufacturer narrative:
Recall continued: 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to battery depletion. The patient had not charged the ipg in several months. The patient underwent surgical intervention where the ipg was replaced restoring therapy.